Event description:
It was reported that the 9900 system would not boot up and the lemo pin connector was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.